Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: june 24, 2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported a partial touchscreen failure. There was no patient involvement.

Manufacturer narrative:
Date rec'd from MFR: 28oct2019. The manufacturer's field service engineer (fse) confirmed the touchscreen failure and recommended replacing the touch screen. During servicing the fse also confirmed that the navigation-ring did not respond well, and recommended its replacement. The fse noted that this unit has not had periodic maintenance performed since the purchase date, and recommended periodic maintenance to also be performed. Upon the customer's request, a quote for the investigation and repair was created. The fse performed each alarm test, each mode test, oxygen test, flow line cleaning, ground terminal cleaning, each part check, run in tests, loss of power test. The fse confirmed that the approval of this quote has not been obtained from the customer after an extended period, so the repair was cancelled and the unit was returned, remaining unrepaired. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.